Event description:
The customer called stating that the meter numbers were partly missing and that the display also looked a little faded. During the troubleshooting process it was determined that several of the top segments were missing. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the company's 24/7 customer service line should any problems or questions arise.